Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high rv thresholds, and loss of capture. A technical service (t/s) consultant reviewed the device analysis and suspects a possible lead fracture or insulation issues. T/s recommended performin an x-ray, doing lead integrity testing and programming options. This device remains in service. Attemgpts to obtain additional information have been unsuccessful. If this product is returned, an analysis will be completed, and reports updated.